Event description:
It was reported that during an unknown procedure, the staples would not hold. After stapling on the rectum with the device, staples line partially dissociated itself at the time of the passage of the circular stapler. Manual suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that the device was returned in good visual condition and with one gold cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.